Event description:
New information received that the noise was over sensed. The implantable cardiac monitor will be monitored.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that a patient presented remotely via merlin. Net, the implantable cardiac monitor (icm) exhibited noise and under sensing. No intervention or procedure was performed. The patient was stable throughout.